Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the loop wire was broken while performing hot polypectomy. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the loop wire was broken while performing hot polypectomy. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break. Block h11: the returned captivator snares was analyzed, and a visual and microscopic evaluation was performed, and it was found that the flare was detached from the working length (strain relief). Also, the device was checked under magnification, and it is important to mention that the working length had evidence of the flare being made. Additionally, it was found that the working length and wire were kinked at the proximal section. During analysis, it was found that the loop was not broken. No other problems with the device were noted. The reported event of loop break was not confirmed. It is likely that these problems occurred due to how the device was handled and manipulated, which may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.